Event description:
Caller is cardinal rep advising that customer is having problem with kit. ER showed results as negative, pt said she was positive, the test was repeated with a beta sample with results of high positive.

Manufacturer narrative:
Retention device testing. Summary of results: the retention devices meet qc spec. Correct positive results were observed when tested with 25 miu/ml hcg urine control. The 100 miu/ml, 10 iu/ml hcg urine and 208.99 iu/ml hcg urine control yielded clearly positive results at 3 mins reading time. Probable root cause: it is stated that one urine sample was clear and totally colorless. Very dilute urine specimens, as indicated by low specific gravity may not contain representative levels of hcg. If pregnancy is still suspected, a first morning urine specimen should be collected 48 hrs later and tested. It is said that another urine specimen was murky but not spin worth which is very abnormal. We will do more investigation if the urine specimen can be returned back. Conclusion: the retention devices meet qc spec. No false negative results were observed. So this complaint is not confirmed.